Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose rose to 600 mg/dl because the insulin pump was not functional. The customer stated they were able to resolve the issue with an infusion set change. It was found the insulin pump was not functional because of the lack battery life. The customer reported their blood glucose was 109 mg/dl upon waking up in the morning. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.